Manufacturer narrative:
Photo taken by customer confirms the separation of the maxzero. The exact root cause could not be determined since no sample was returned. However, a separation between female luer and max zero could be related to an incorrect screwed in between components and not use proper the fixture to verify that the components were correctly assembled by the assembler as established in the work instructions. No corrective or preventive actions were taken since the root cause no being evident, however, a quality alert was created on february 13th, 2026 to communicate the complaint to the production personnel and reinforce the correct follow up to work instructions and use of fixtures. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It is reported disconnection. Verbatim: patient had an IV with this max zero extension set attached. They were in the middle of a procedure, covered under a sterile drape, when the max zero came disconnected from the extension set leaving the tube of the extension set entirely opened which led to 300ml blood loss from patient. Patient moved to ocu for monitoring due to blood volume lost. Ended up being ok.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.